Event description:
It was reported that the patient lose therapy and was unable to communicate with the ipg. A manufacturer representative was able to resolve the issue through troubleshooting. Reportedly, therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.